Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported there was no image displayed when the camera head and the video system was connected (while using the video out/coax port). Only gray, horizontal bars were displayed. No error codes were displayed. Another display was used; however, the issue persisted. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. It was suspected that there was an issue with either the video system or the camera head. This report is being submitted for the no image issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the camera head (maj-554) under the medwatch with patient identifier (B)(6). The issue with the video system (otv-sc) is being reported on the medwatch with patient identifier (B)(6).